Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 281 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump and injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer was hospitalized on (B)(6) 2021 for diabetic ketoacidosis and high blood glucose. The customer stated that the basal rate and bolus wizard was programmed accurately. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses and insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, missing serial number label and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history found no insulin flow blocked alarm on event date (B)(6) 2021. However, on (B)(6) 2021 found one insulin flow blocked alarm in the insulin pump history at 12:01:36 during a bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucoses. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.